Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 1 month after catheter insertion, the patient was treated with hemodialysis due to end-stage renal disease, during treatment, blood was noted to be dripping out of small hole at arterial line near the clamp piece. The treatment was stopped. Later, the line was removed and replaced by interventional radiologist. It was stated that the catheter was used for hemodialysis three times a week. There was no patient outcome.